Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "deflation and bilateral exchange due to patients concern with the products".

Event description:
Healthcare professional reported "deflation and bilateral exchange due to patients concern with the products". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "deflation and bilateral exchange due to patients concern with the products". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed 3 openings assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.